Event description:
Reference number (B)(4). Event occurred in united arab emirates. On (B)(6) 2024, it was reported that the patient went to emergency room due to high blood glucose levels. Patient's blood glucose at the time of issue was 350 mg/dl. Patient was treated via insulin pen. Patient reported vomitting at the time of hospitalization. Length of hospitalization was few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6002731 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002731 was manufactured according to the work instruction (wi), version 77 packaging in the multivac 12, on 15-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06-aug-2025 against malfunction code no malfunction based on complaint information, harm code early signs of diabetic ketoacidosis which the patient is able to self-manage (elevated blood glucose level, presence of ketones and symptoms e.g., frequent urination, increased thirst, increased hunger, blurred vision, fatigue, headaches) and lot 6002731 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.